Event description:
Patient underwent a vena cava filter insertion. The initial attempt resulted in premature deployment of the filter within the introducer sheath. This occurred without triggering the release mechanism for the filter. T he procedure was salvaged by withdrawing the introducer wheath and the contained filter to a point where the filter was out of the skin surface. At this point the sheath was transected with a knife blade and a guidewire was inserted through the remaining intravenous sheath and was successfully positioned within the vena cava. The procedure was then started over with the introduction of the sheath and subsequently a new vena cava filter.